Event description:
New information states that the lead was explanted.

Event description:
It was reported that an increase in thresholds were observed. Dislodgement was suspected. The physician opted to increase the output because the device is sensing normally although capture is intermittent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.